Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted their device went off when it was not supposed to. The patient also noted they were told they had a defective diode and it would be fixed when the device was changed out. Limited information was available. Technical services (ts) referred the patient to the doctor. No adverse patient effects were reported. This crt-d remains in service.